Event description:
The field svc rep (fsr) reported that during preventative maintenance (pm) of the device, the unit would not boot up on battery power. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The complaint was confirmed by the field svc rep (fsr). The fsr replaced the batteries and unit operated to MFR's specs was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.